Manufacturer narrative:
The most likely cause of impedance issues is a fracture or other damage to the lead. There are no reports of external trauma or other events that would cause damage. The lead was not obviously fractured at the time it was replaced, however the explanted lead was discarded by the medical facility and thus unavailable for further testing to determine the cause.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the system showed impedance issues for all contacts on the lateral lead. Troubleshooting was not able to resolve the issue. On (B)(6) 2024 a surgical intervention took place to replace the lateral lead. Intra-op testing confirmed the system was functioning as expected with the replacement lead.